Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during explant it was was difficult to disconnect the lead due to a setscrew issue.